Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No further functional testing was performed due to the condition of the device.

Event description:
It was reported that during a laparoscopic appendectomy procedure, when the stapler was engaged, the handle broke. The case was completed with another device of unknown code. It is unknown on which attempted firing issue occurred and it is unknown which reload was used. There were no patient consequences reported.